Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. Unable to verify prime alarm due to motor error alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked belt clip isolated and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.